Manufacturer narrative:
No patient information provided as no patient was involved in this concern. When scheduling a system checkout at the site, the field service engineer was told that testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. The site stated they were unsure if the machine was left plugged in overnight after ensuring proper storage and charging. The site stated this was a non-issue and they did not need a system check out. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site transported the system to a room for use and the mobile viewing station (mvs) shut down in transport as it was left on. The site used the system for 3 spins (they kept the mvs plugged in after it was re-started), and when they disconnected the mvs and the image acquisition system (ias) lost power. The site also reported that the system (both mvs & ias) was left plugged in for a couple of days before using. There was no patient present.